Manufacturer narrative:
(B)(4). Visual examination of both provided picture and the returned product identified that the package was open on receipt. A hair was found in the blister under the inner label. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The root cause of the reported issue is traced to manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that upon opening the implant, a small hair was found in the sterile packaging. The surgery was completed with another device without any delays or consequences to the patient. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.